Event description:
Customer's mother reports that her daughter was taken to the children's hosp emergency room, due to shortness of breath and vomiting. Customer was diagnosed with dka. The customer was treated with an i.v. Containing insulin. A lab result was taken at the hosp of 584 mg/dl and compared to a meter reading of 134 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The reported adc meter result of 134 mg/dl was not consistent with the customer's symptoms, nor the treatment provided.